Manufacturer narrative:
Trackwise#: (B)(4).the device was not returned to maquet cardiac surgery for investigation; however, photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was observed in the loading device. The seal and tension spring assembly was observed in the loading device body. There were no visual defects observed on the aortic cutter in the photograph. Product information was also observed in the photograph. Based on the non-return condition of the device as well as the photographic evaluation, the reported failure "fitting problem" was confirmed. The lot # 3000398149 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. E1 event site name due to character limitations (B)(6).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, hst iii system (3.8mm) did not work successfully. A new device was opened to complete the procedure. There was no procedural delay. There was no patient harm. Photos provided to the complainant show the delivery device still in the loading device. The seal is not visible, and there is no evidence of blood.